Manufacturer narrative:
B5: updated with additional information. H6: patient code updated reflect code 4582.

Event description:
It was further reported that the product problem was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was received with the downstream occlusion (dso) sensor seal peeled off. The event history log was reviewed and there was a "cassette not attached properly" alarm. Functional and visual tests were conducted and the reported error was able to be duplicated. There was a cassette not attached error alarm during the functional test. The issue was caused by the missing dso seal and it will be installed to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump reads "cassette not attached". There was no reported adverse event.